Manufacturer narrative:
On (B)(6) 2011: this event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly, on follow-up dated (B)(6) 2011, the user observed a recorded episode corresponding to a switch from aai to ddd (avbiii episode dated (B)(6) 2011), for which he requested an explanation.